Manufacturer narrative:
H10 h3, h6 the reported curved ultra fast-fix assembly, used in treatment, was returned for evaluation. Visual assessment showed no suture or ts remain on the delivery needle but were returned. Examination of the construct showed t1 has broken off of the suture and was not returned. The suture knot that hold t1 in place is intact. The suture has not been cinched. The depth limiter has been trimmed to the surgeons desired length. The trigger has been fully advanced and locked within the handle indicating a complete deployment. Attempted cinching of the suture was performed and it would not reduce as intended. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: pathological changes in the soft tissue that would prevent secure fixation. A review of the manufacturing records was performed for the reported lot, there were no indications that would suggest that the devices did not meet all product specifications upon release into distribution. A review of the complaint records also confirmed one similar complaint of this nature for this manufactured lot. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus repair surgery, it was found that a t pull out when doing the knot. A backup device was available to complete the procedure and there were no patient injuries reported. It is unknown if there was a surgical delay. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.